Manufacturer narrative:
Correction: this MDR is being submitted to correct the manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient had a complaint regarding an infusion set that did not stick. The first two infusion sets from the box fell off shortly after insertion. The patient believed that the adhesive patch on the infusion set did not feel sticky. Additionally, the patient reported that their blood glucose level was at 22.6 because the infusion set fell off and they did not have a replacement set with them. No further information available.